Manufacturer narrative:
(B)(4). The pad-pak was first installed successfully on the 11th july 2011 and performed to specification up to the 1st november 2015. No further self-tests were then recorded until the 13th january 2016. On the 13th january 2016 the device records a successful auto self-test. No further data was recorded. The returned pad-pak was inserted into the device. The device did not switch on and no status indicator was active. The device was tested on calibrated equipment. The device delivered a test shock without fault. An acceptable measurement was recorded. The device was disassembled for investigation. Investigation found the reported fault was caused by a failure of capacitor c9. The failure of this capacitor would have caused the fuse within the installed pad-pak to become blown.

Event description:
There was no patient involved in this event. Pad unit's status indicator light has stopped flashing with a pad-pak within expiration.